Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2007) is considered to be the best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date), d.6b, g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of composix kugel mesh. Per op notes, ¿the hernia sac was identified in the abdominal region and was dissected. A composix kugel mesh was placed intra-peritoneally and sutured¿. On (B)(6) 2015 - patient was diagnosed with ventral hernia with associated bowel obstruction, thereby underwent laparoscopic repair with explant of composix kugel mesh. Per op notes, ¿the hernia sac was identified in the abdominal region and was dissected, large portion of small bowel entrapped into the old mesh. Hernia sac and adhesions were dissected along with the composix kugel mesh and sutured¿.